Event description:
Patient called to report that he had been in discomfort for the entire 6 weeks after the digit widget was put on. The patient indicated that he was given oral antibiotics but does not believe he was checked for infection.

Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Labeling included cautions regarding pin site care.